Manufacturer narrative:
This device remains implanted, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device and right ventricular lead have been exhibiting high, out of range shock impedance (greater than 200 ohms) for approximately six months. Additional information was received that a technical service (ts) consultant reviewed the available device data, and provided recommendations to bring the patient in for a follow up appointment. Ts suggested lead integrity testing, pocket manipulation, isometrics, x-ray imaging and a 41j sync shock. The device remains implanted. No adverse patient effects were reported.